Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of the submitted images. Although a specific cause for the observed thrombus could not be conclusively determined, the deposition could have contributed to the report of a drop in pump flow to less than 1.0 lpm, which was confirmed through the evaluation of the retrieved lvad log files. (B)(6) was returned assembled with the pump cable severed approximately 17¿ from the pump header. The distal portion of the pump cable was returned in one segment measuring approximately 8¿. The modular cable was returned attached to the pump cable inline connector. Approximately 5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. An additional portion of the graft material was also returned. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned. Visual inspection of the inflow cannula revealed a small deposition of coagulated blood but no evidence of any developed or adhered thrombus formations; however, review of the submitted images provided from the patient¿s pump exchange surgery confirmed a tissue-like deposition surrounded by coagulated blood, obstructing the inflow cannula. Visual inspection of the sealed outflow graft also revealed small depositions of coagulated blood but no evidence of developed or adhered thrombus formations, which was consistent with the submitted images. The lack of structure of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of the confirmed decrease in pump flow. The inflow cannula and sealed outflow graft depositions were sent for histopathology analysis. Per the analysis, the submitted samples were both fibrin clots comprised of variable amounts of fragmented or swollen red blood cells. One clot had a concentric lamellated construction. Only macrophages were observed, most containing brown pigment consistent with blood breakdown products (hemosiderin). No organisms were observed. The predominance of the macrophages suggested an age of greater than five days which was consistent with the history of a six-day implantation interval. Evaluation of the lvad event and periodic log files retrieved from (B)(6) revealed a sudden onset of low flow values beginning on (B)(6) 2020, ranging from 0.0-0.8 lpm. These events appeared consistent with the reported events and the finding of an occlusive, ingested deposition in the inflow cannula from the submitted images. Despite the observed decrease in flow, the pump appeared to have functioned as intended throughout the duration of the retrieved data. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23oct2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's flow was under 1.0 lpm with normal pis and power. An echocardiogram and CT angiography were performed but did not reveal any abnormalities. The patient was returned to the operating room, and when the device was explanted thrombus was found in the pump and the outflow graft.